Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that the pump had wear and tear to the pump casing. The pump was not available at the time for troubleshooting and the extent of wear and tear was not specified at the time of the call. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.